Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Customer changed out set and received no delivery alarm again. The last set change customer was able to prime without any issues. Customer's blood glucose was 15 mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.